Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Additional report information and investigational inputs were requested but not provided. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised to address recurrent dislocations.